Event description:
It was reported that some time between 12:30am and 8:30am, the m300 stopped transmitting patient data to the associated ics central station and stopped collecting full disclosure data. The nursing staff reported that the patient appeared to have been discharged without user intervention and that no alarms were noted at the ics at the time the patient data stopped being displayed. The m300 was reportedly power cycled and the patient was readmitted to the ics to restore monitoring. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.